Event description:
It was observed during olympus' device inspection that the videoscope image was noisy, it would black out, and it would not display an image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the image black out and no image were attributed to a cut on the charge coupled device cable and another reportable malfunction; the electrical contact of the connector was shaved. The observed noisy image contributing factors could not be identified. Although contributing factors associated to the device were identified for the reported events, a definitive cause was not established for any of them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.